Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  No discrepancies were observed. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not remain powered on.  The customer advised that when attempting to power the device on the display will flicker just prior to the device power off by itself.  There was no patient use associated with the reported event.